Event description:
On 01/28/1999 following a percutaneous transluminal coronary angioplasty procedure an angio-seal device was placed in a patient's right groin.during device deployment while tamping and holding traction, but prior to placement of the tension spring, the suture and collagen came out of the tract without the anchor. Manual pressure was applied (duration unknown) followd by a femostop two hours with hemostasis maintained. Patient discharged next day in stable condition. As of 03/08/1999 there has been no further report to the manufacturer of complication or additional patient sequelae.